Event description:
Customer reported when taking the patient off the vent, it would not turn off due to an unresponsive touchscreen. The customer reported there was patient involvement but no patient harm.

Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred; no patient harm. There is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.